Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The activated clotting time (act) was 285 seconds during the procedure. The patient was discharged on dual antiplatelet therapy. During a routine follow up, a device related thrombus (drt) was noted. The closure device appeared to have a drt on the limbic side of the closure device. The patient was switched to direct oral anticoagulant (doac) and will be followed up. The patient does not have history of thrombi events. There were no patient complications. No further information was provided at the time of this report.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The activated clotting time (act) was 285 seconds during the procedure. The patient was discharged on dual antiplatelet therapy. During a routine follow up, a device related thrombus (drt) was noted. The closure device appeared to have a drt on the limbic side of the closure device. The patient was switched to direct oral anticoagulant (doac) and will be followed up. The patient does not have history of thrombi events. There were no patient complications. No further information was provided at the time of this report.